Event description:
Additional information received reported that no additional actions/interventions were taken to resolve the pipeline failure. There was no damage to the catheter noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured opthalmic ica with fusiform morphology. Aneurysm dimensions: max diameter 6 mm and neck diameter 5 mm. Landing zone (artery size): distal 5 mm and proximal 11 mm. The vessel tortuosity was minimal. The pipeline was delivered via p27 to the m1/m2 section. The distal end of the device would not open in the m1/ica terminus or the communicating segment of the ica. The system was loaded/unloaded and the device was recaptured. After several attempts, device was recaptured and removed. Further examination of the device indicated that the distal end was frayed. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. It was unknown if dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure: device never implanted. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath infiniti lx, guide catheter navien 058 115 cm, microcatheter phenom 27, guidewire synchro select standard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.